Manufacturer narrative:
Isi received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube, which were not related to the reported issue. The scratch marks were 0.029¿ ¿ 0.132¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had no uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the cables of the small grasping retractor were worn out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-nov-2021 and obtained the following additional information: due to hospital policy, the patient¿s information cannot be released.